Event description:
Per the clinic, on (B)(6) 2025, the patient was observed to have facial twitching on 15 electrodes. Following further reprogramming, the patient reported that the sound was too soft. Additional reprogramming was performed, and the facial twitching resolved. However, one week later, the patient reported recurrence of the facial twitching. The patient also experienced poor performance. Troubleshooting, reprogramming, and hardware replacement were performed; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery.